Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an ophthalmic forceps device could not be opened prior to the start of surgery. An alternate forceps device was obtained in order to begin and complete the procedure. There was no contact with the patient thus, there was no patient impact experienced.

Manufacturer narrative:
The received forceps sample was found not well fixed in the opened original packaging including cover foil. Surgery residuals were visible. The tip was very bent. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was bent by external force. After cleaning, the sample could be activated. The sample was not returned properly and was probably additionally damaged during transport. The root cause for the reported event could not be determined conclusively. The most possible root cause is external force. A manufacturing or design related root cause for the damage of the complained device could not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).